Manufacturer narrative:
During processing of this incident, attempts were made to obtain exact explant date. Further information was requested but not received. Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient ipg was explanted and replaced with a competitor device in 2018 due to ipg reaching end of life. No other information is available.